Event description:
It was reported that after a catheter revision, due to migration, the pt was overdosed. The dose was not adjusted accordingly causing overdose symptoms. The following day, the pump was stopped. Several days later, the pump was filled with pfns and the morphine was deleted off the programmer screen. The pump will be refilled with a new drug at a later date. No other symptoms or outcome were reported. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.